Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for pump: (B)(4). Updated evaluation conclusion codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had eroded through scrotum and was starting to have signs and symptoms of infection. The device was explanted, and the patient was sent home on antibiotics. There is no additional information reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had eroded through scrotum and was starting to have signs and symptoms of infection. The device was explanted, and the patient was sent home on antibiotics. There is no additional information reported.

Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for pump: (B)(4).